Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 442 mg/dl at the time of incident. The customer stated that she was attempting to bolus with the insulin pump to treat the high blood glucose. The customer stated that the insulin did exit during fixed prime. The customer stated that the cannula was not bent. The customer was advised to change the entire set due to site may have been occluded. The insulin pump will not be returned for analysis.